Event description:
It was reported that the lead integrity alert (lia) for the right ventricular (rv) lead was triggered due to two non-sustained tachycardia (nst) episodes, short interval counts (sic), and oversensing noise. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).